Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, small bowel obstruction, chronic abdominal pain, hernia recurrence, and eventration of the mesh. Treatment included surgical revision of the mesh.

Manufacturer narrative:
Additional information: a4, b5, b7, d8, e1, g1, h4, h6 (ime, imf, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, small bowel obstruction, chronic abdominal pain, hernia recurrence, eventration of the mesh, fistula, pain, infection, inflammation, bleeding, seroma, mesh migration, open draining sinus, scarring, sensation of squeezing from the inside, constipation, hematoma, and daily nausea. Post-operative treatment included laparoscopic lysis of adhesions, reduction of internal hernia, gastrojejunostomy revision, excision of fistula, exploratory laparotomy, wound exploration, revision surgery, and medication.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, small bowel obstruction, chronic abdominal pain, hernia recurrence, eventration of the mesh, fistula, pain, infection, inflammation, bleeding, seroma, mesh migration, open draining sinus, scarring, sensation of squeezing from the inside, constipation, hematoma, daily nausea, distended small bowel, chronic draining wound, abscess, purulent mucoid material, hostile abdomen. Post-operative treatment included laparoscopic lysis of adhesions, reduction of internal hernia, gastrojejunostomy revision, excision of fistula, exploratory laparotomy, wound exploration, revision surgery, hospital admission, mesh revision, and medication.

Manufacturer narrative:
Additional information: a1, a4, b2, b5, b6, b7, h6 (ime, imf codes). D10: absorbable tacker, abstack2, lot# (u8e04), expiration date (2011-05). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a4, e3, e4, h6 (device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.